Event description:
Caller reported blood glucose results of 438 mg/dl, 132 mg/dl, 119 mg/dl, and 125 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The advocate stated that her father's microlet2 lancing device would not release the used lancets. She was trying to manually remove a used lancet and she received a needlestick. No other information was provided about the incident. The lancing device is to be returned for evaluation. A new device was sent to the customer.